Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint was subjected to an extensive analysis. The analysis of the lead demonstrated a damaged insulation at approx. 14.5 cm distal to the is-1 connector pin. This insulation damage can be considered to be the root cause for the observed noise. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. Further damages on the lead resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 75 months, oversensing was reported. A possible insulation defect of the lead was assumed. The lead and ICD were replaced and were not returned for analysis. No adverse patient side effects have been reported.